Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with noted episodes of inappropriate mode switch on the pulse generator. The mode switches were caused by atrial lead noise oversensing. The patient was not adversely affected and the physician elected to continue to monitor the lead. No further incident was reported.

Event description:
New information received stated that the physician planned to monitor the lead at this time. The patient was not aware of the inappropriate mode switch and had no issues resulting from the anomaly.

Event description:
New information received stated that on (B)(6) 2019, the atrial lead exhibited another event of noise oversensing and inappropriate mode switch. The patient was not adversely affected.